Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased. The camera was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system would not fluoro. No pt injury was reported.